Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in ventricular tachycardia for 2 hours. The implantable cardioverter defibrillator failed to deliver therapy because the vt was diagnosed as svt. Undersensing was noted because the p waves were falling into blanking periods. The device was reprogrammed. The patient was stable.